Event description:
The customer reported that they observed a discordant high blast cell count of 2.0% on an anemic patient slide following a patient sample with a high white blood cell (wbc) count on the advia autoslide system. The discordant high blast cell count result was not reported to the physician. It is unknown if the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant high blast cell count.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to investigate the cause of the blast cell carryover onto an anemic patient slide produced by the advia autoslide system. The fse did not find any issues with the advia autoslide system but did execute the maintenance kit and replaced the rinse chamber, vacuum pumps, valve 26, the staining pump and drop needle. The fse also adjusted the position of the drop needle. The advia autoslide pm (periodic maintenance) checklist indicates that the drop needle should be replaced and adjusted every three (3) months; however, it was determined that this is being done every six (6) months. The cause of the blast cells carrying over to the next slide produced by the advia autoslide system is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.